Event description:
The customer reported that the lock will not close. They didn't know if this was during applying it to a patient. There was no patient injury reported.

Manufacturer narrative:
Evaluation of the returned product shows that one buckle is broken.